Manufacturer narrative:
Concomitant medical products: model: 5076-45, lead; implanted: (B)(6) 2014.

Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right atrial (ra) lead exhibited undersensing and the right ventricular (rv) lead was showing possible loss of ventricular capture on the presenting egm. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.